Event description:
Caller reported a malfunction on the pump with malfunction code "malf 16," and despite resetting, the same issue recurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided a replacement pump and instructed the customer on using backup insulin therapy, returning the malfunctioning pump, and utilizing training resources for the new equipment.